Manufacturer narrative:
On 26-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device investigation details: according to the pictures provided by the customer, char/thrombus-clot was observed on tip. A manufacturing record evaluation was performed, and no no internal actions related to the reported complaint were identified. Char is a physical phenomenon of radiofrequency; it can be the usual result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. If the device is received, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Explanation of codes: investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the issue of thrombus/clot. Note: investigation findings code of used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was initially reported by the customer that after the procedure had completed, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the body, it was noticed that there was a ring of char around the tip. The caller noted that the char did not cover the irrigation holes. The caller reported that there were no errors displayed, there were no impedance rises, and the thermocool® smart touch® sf bi-directional navigation catheter was still irrigating normally. Additional information received indicated the thrombus/clot was found on the tip of the catheter under the sensor. It was a complete ring of char around the catheter tip but the doctor had a hard time pulling the catheter back into the vizigo sheath after the procedure was completed. That¿s what eluded them to a potential problem. When catheter was pulled out with the vizigo sheath as a complete system then the char was able to be visualized. There were no error messages on the system. There were no increased temp readings, or artifact on the ablation catheter, or impedance rises on the catheter or visitags. The smartablate generator was pin power control mode, with temp cut of at 40 degrees, max power was 50 degrees, impedance cut off was 250. However, during the case there were no impedance values that were over 150. Patient was anticoagulated, physician likes the act over 300. Act maintained over 300 for the duration of the case which is his normal practice. The physician considered the char on this catheter excessive compared to previous times. Physician was extremely worried about a possible stroke. The patient underwent multiple neurological checks, and was kept in the hospital overnight (patient¿s are usually discharged same day) for observation. No neurological symptoms were exhibited since after procedure was completed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was initially reported by the customer that after the procedure had completed, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the body, it was noticed that there was a ring of char around the tip. The caller noted that the char did not cover the irrigation holes. The caller reported that there were no errors displayed , there were no impedance rises, and the thermocool® smart touch® sf bi-directional navigation catheter was still irrigating normally. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation, temperature, impedance and cool flow and pressure gage test of the returned device was performed following bwi procedures. Visual inspection revealed char residues attached to the electrode. A temperature and impedance test was performed, and the results were found within specifications. No temperature or impedance issues were observed. A cool flow pump and pressure gage test was performed, and the device failed the test. Afterward, a microscopic inspection of the dome was performed and it was found reddish material occluding the irrigation holes. This failure could be related to the char / thrombus / clot issues reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed since it was found reddish foreign material occluding the irrigation holes and char/ thrombus / clot residues in an electrode. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).